Event description:
Received information stating customer's pump unexpectedly reset. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not completed. A supplemental report will be submitted upon completion of evaluation.